Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pain in pelvis"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), alopecia ("hair loss"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), the second episode of abdominal pain ("pain in abdomen"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), uterine cervical pain ("cervical pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and uterine cervical pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, alopecia, the last episode of abdominal pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in(B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received. Events pregnancy, miscarriage, apareunia, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, fatigue, weight gain & crvica pain were added. Lab data updated. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pain in pelvis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), alopecia ("hair loss"), vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), the second episode of abdominal pain ("pain in abdomen") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, the last episode of abdominal pain, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Most recent follow-up information incorporated above includes: on 6-apr-2018: pfs information was received. Plaintiff and device information was updated. Plaintiff also complained of hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, pain in pelvis and pain in abdomen. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal haemorrhage ("severe vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.